Event description:
Based on additional information received on (B)(4) 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This case was cross reference with case ID: (B)(4) (cluster) this unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns patient (demographics unspecified) who received treatment with synvisc one and later after unknown latency patient could barely stand, so much pain/increase in pain after injection and increase in swelling after injection. Also, device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31-may-2020) for knee pain. On an unknown date, after unknown latency, patient experienced an adverse event and could barely stand because of so much pain. Patient had increase in pain and swelling after injection corrective treatment: not reported for all events outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on (B)(6) 2017. Event of increase in swelling after injection was added along with its details. Verbatim was updated for the event of so much pain to so much pain/increase in pain after injection. Clinical course was updated and text was amended accordingly additional information was received on (B)(6) 2017 (both information processed together with clock start date of (B)(6) 2017). This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Event of device malfunction was added along with its details. Global ptc number and ptc results were added. Clinical course was updated and text was amended accordingly pharmacovigilance comment: sanofi company comment dated (B)(4) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain, knee swelling and difficulty in standing. A temporal relationship cannot be established with the product administration due to lack of information regarding product therapy details and event onset. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.